Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon review of stored egm, the implantable cardioverter defibrillator exhibited non sustained right ventricular oversensing due to posted paced t-waver oversensing. The patient did not receive therapy during the oversensing. Programming changes were discussed. No intervention was reported. There were no patient consequences.

Event description:
New information received on (B)(4) 2018 indicating that further episodes of post-paced t-wave oversensing were observed. Programming changes were discussed. No intervention was performed.

Event description:
New information received on (B)(4) 2019 indicating that the patient was brought into clinic on (B)(6) 2019 and programming changes were made. The patient would be continued to be monitored.